Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that in two of the ultrathane ring-mclean cook-cope type locking loop sump drainage sets, the wires became stuck and broken within the drain during an abscess drainage procedure. No injuries or additional procedures were reported, and no pieces of the wires were left in the patient.